Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported patient underwent a partial knee arthroplasty on an unknown date approximately ten (10) years ago. Subsequently, a revision procedure was performed on (B)(6) 2016 due to the femoral implant fracturing resulting in pain. All components were removed and replaced with total knee implants.